Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube arrived coagulated at the laboratory before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "they receive fully coagulated citrate tubes in the laboratory, although apparently they contain the appropriate amount of anticoagulant, the specimen is completely coagulated as if it were serum."

Manufacturer narrative:
Investigation summary bd received used and unused samples from the customer facility for investigation. The used samples were evaluated and the customer's indicated failure mode for coagulation with the incident lot was not observed. Additionally, unused samples were tested for citrate additive auto titration and no issues were observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube arrived coagulated at the laboratory before use. The following information was provided by the initial reporter, translated from spanish to english: "they receive fully coagulated citrate tubes in the laboratory, although apparently they contain the appropriate amount of anticoagulant, the specimen is completely coagulated as if it were serum"